Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter with no original packaging or other devices. There was contrast in the inflation lumen. The balloon was loosely folded. There were multiple hypotube kinks. There was no evidence that the kinks were attributable to any product quality deficiencies. Product analysis did not confirm the reported shaft broken. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that shaft break occurred. The 20x4.0 mm, eccentric, de novo, 90% stenosed target lesion was located in a mildly calcified and mildly tortuous left anterior descending (lad) artery. Pre-dilation was performed with a balloon. After implanting the stent in the lesion, a 8mm x 4.0mm quantum maverick catheter balloon was selected to post-dilate the lesion. It was noted that the shaft broke off about 20 cm from the hub during pushing of the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.

Event description:
It was reported that shaft break occurred. The 20x4.0 mm, eccentric, de novo, 90% stenosed target lesion was located in a mildly calcified and mildly tortuous left anterior descending (lad) artery. Pre-dilation was performed with a balloon. After implanting the stent in the lesion, a 8mm x 4.0mm quantum maverick catheter balloon was selected to post-dilate the lesion. It was noted that the shaft broke off about 20 cm from the hub during pushing of the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.